Event description:
The patient contacted animas on (B)(6) 2012 reporting blood glucose in the range of 200-300mg/dl with symptoms of headache and generally not feeling well. The patient reported treating with injections. The patient reported swimming early in the day and noticed that the pump had powered off. The patient noted moisture behind the display screen. The patient alleged that the keypad began peeling after the pump stopped working. The patient confirmed that the battery compartment was not damaged. The patient indicated that the issue was not resolved after replacing the battery. This report is made based on the allegation that the patient experienced a hyperglycemia related to an alleged power issue.

Manufacturer narrative:
Follow-up # 1 08/27/2012 - device evaluation: the pump has been returned and was evaluated by product analysis on 08/01/2012 with the following findings: on examination, there was visible moisture behind the display lens. On testing, the pump did not power on. The black box and history were not able to be downloaded because there was no power to the pump. No testing was possible due to lack of power to the pump. The pump cover was removed and revealed moisture inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.